Manufacturer narrative:
The distributor reported the part number as 09-0527 #301 elevator, however the part number is 09-0252 #46r elevator.(B)(4).

Manufacturer narrative:
All devices reported for this complaint file were returned for evaluation. According to the evaluation, the complaint was confirmed as the tip of the elevator was fractured off. The most-likely, underlying cause was determined to be excessive force. The instructions for use state, "avoid undue stress or strain when handling." The non-conformance database was reviewed in the evaluation and no non-conformance was found for this lot. There are no indication of manufacturing defects. This is supplemental report 2 of 4 for the same event. Reports 1, 3, & 4 are reported on MFR #0001032347-2016-00143-2, 0001032347-2016-00145-2, & 0001032347-2016-00146-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of four for the same complaint; see also 0001032347-2016-00143, 00145 and 00146.

Event description:
The sales associate reported four elevators from a facility were broken at the tips during a procedure. All parts were retrieved during the procedures. No adverse events were reported.